Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. It was noted that the hemostatic valve failed (leak) during catheter exchange. Bubbles continued to be aspirated in attempts to manage air by aspirating, flushing multiple times using new syringes. It was determined the bubbles were from the valve. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, since it was disposed. Because the product lot is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.